Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that previous months merlin transmission noted estimated battery longevity of 2.9 years and currently, battery longevity is showing an estimated 1.5 years. It was noted that the 1.5 year estimate was accurate. The device remains implanted. The patient condition was fine.